Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. A system air leak test, valve actuation test, and load cell verification were preformed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler is receiving supply bag lines are blocked during dwell 14 of 20 of treatment. The event was discovered while reviewing a patient¿s treatment data and found the patient experienced an iipv during dwell 14 of 20 of treatment. A review of the patient¿s treatment records identified that the patient drained 1516 ml during drain 8 of the treatment. This drain volume is 216% the patient's prescribed fill volume of 700 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Upon follow up, the pdrn stated that the patient completed treatment by using another cycler that was on hand. There was no medical intervention required following the event. The patient does not perform tidal therapy and that their prescribed fill volume for each cycle is 700 ml with no last fill and no daytime exchange. The strength of the solution used during the treatment is unknown. The cycler was scheduled to be returned to the manufacturer for physical evaluation.